Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that, during a test-run of the iacs no acoustical alarm was generated, neither at the cockpit nor at the m540. The alarm worked at the beginning of the test. After a restart of the system the alarms were present. There was no patient involvement in this event, so there is no patient injury.

Manufacturer narrative:
The iacs logs were provided and reviewed. A video capturing the issue was provided. After reviewing the provided video and corresponding logs, it could be confirmed that the pulse tones and audible alarms were not working during the event. The no audio issue at both the cockpit and m540 was reproduced during the investigation. It has been determined that there is a bug in the (B)(6) audio service subsystem that causes a loss of all audio. A field safety corrective action has been released to current users of iacs vg5 for a mandatory downgrade to vg4. The field safety corrective action released for this issue is not applicable for the devices in the us market where the affected software version is not used.

Event description:
Please refer to the intial report.